Event description:
Caller states during a correlation study the following coaguchek xs/laboratory results were obtained: a 4.0 inr/2.92 inr. A 3.7 inr/2.74 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.